Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11 visual examination of the returned shell identified some damage around the apical hole square and to the porous area around the apical hole. The thread of the apical hole has been damaged. The diameter of the device was checked and found to be within specification. No function check was done with a thread gage due to visible damage to the thread. The inserter was not returned, further visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Inserter: part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Based on the product return and visible damage to the threads, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the modular handle of the curved g7 inserter was unable to connect to the g7 shell. The procedure was complete using another device. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.